Event description:
It was reported by the customer that a pyxis anesthesia es system had device keeps giving an error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the anesthesia station was stuck on password screen due to not detecting hard drive. The field service engineer was able to resolve the issue by replacing internal battery. The system functioned as intended after the field service engineer troubleshooted the device.